Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and suffered a light trauma in the belly region and stated that the artificial urinary sphincter (aus) was not working as expected. A revision surgery was performed in which the surgeon discovered several holes in the urethra and no coaptation between the diameter of cuff and the urethra. The aus was working perfectly but the urethra was damaged. The holes in the urethra were sutured and the cuff and pump were removed. The balloon was left implanted and closed with the deactivation button. A new cuff will be implanted once the urethra heals.